Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. Download data, reviewed by zoll customer support, indicated that an (B)(4) male patient was treated on (B)(4) 2014. The lifevest delivered a treatment at 12:29:36. Atrial fibrillation with a rapid ventricular response (186 bpm) contributed to the false detection. The post-shock rhythm remained atrial fibrillation with a rapid ventricular response (145 bpm). The response buttons were not used during the event. The patient was transported to the hospital. The patient was dnr and the lifevest was removed. The patient passed away later in the evening on (B)(6) 2014 without wearing the lifevest.

Manufacturer narrative:
Device evaluation of monitor sn: (B)(4) and electrode belt sn: (B)(4) was completed. As received, the monitor and electrode belt were functional and able to detect and treat. Monitor: (B)(4) - reuse. Electrode belt (B)(4): 03/2014 - initial use.